Event description:
Information received indicates the brake is not holding. The casters continue to ratchet from side to side when in brake.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.